Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. The data log was provided by the patient. The data was reviewed on (B)(6) 2016 and did not confirm the reported event of receiver message for low transmitter battery. However, a data investigation done on 06/22/2016 did confirm a transmitter failure on (B)(6) 2016. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The sensor was inserted into the arm. The product labeling indicates that sensor insertion is not approved in sites other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed. The device has no voltage and no other indication of a problem was found. The reported event of a low transmitter battery was not confirmed. A root cause could not be determined.